Event description:
It was reported that the customer received a continuous glucose monitor error 42 the pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.